Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a dopamine infusion was misprogrammed by the user between (B)(6) 2017 at 1030 am and (B)(6) 2017 at 0845 am, and has requested an event log review and evaluation of devices. Three pump modules were infusing medications during the time period, and the customer is interested in the dopamine programming details only. The intended programming was dopamine 400 mg/250 ml dextrose 5% to infuse at 10 ml/hr. There was no report of patient harm.